Manufacturer narrative:
The insulin pump passed the self test and displacement test. No alarm anomaly was noted. No missing segments or partial display anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The display board was okay.

Event description:
It is reported that the customer had high blood glucose levels of 204 mg/dl. The customer reported a partial blank display on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.